Event description:
It was reported that during a gastric sleeve procedure, the middle of the cartridge did not staple on the first firing. The device was reloaded with a new cartridge and it did not staple. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
Date sent: 10/31/2008. Info anticipated, but unavailable at this time.